Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2024 due to renal failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Their creatinine level was 7.9 mg/dl and they experienced fluid overload. They received intravenous diuresis. The outcome was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Section g2: corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of renal failure and the subsequent patient outcome could not be conclusively determined through this evaluation. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system IFU, rev. C. The IFU lists potential adverse events, including renal dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system no further information was provided. The manufacturer is closing the file on this event.